Event description:
It was reported that the right atrial (ra) lead had become dislodged. The ra lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant: product ID a2dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013 product ID 5086mri58 implantable pacing lead implanted: (B)(6) 2013. (B)(4).